Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the peroneal artery. A 3.0x220x150 sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated twice at nominal pressure however the balloon ruptured at 10 atmospheres on the third inflation. No segment of the balloon was detached inside the patient after the balloon ruptured. The procedure was completed using a 3.0x150x150 shaft- filling balloon catheter. No patient complications were reported and the patient's status was fine.